Manufacturer narrative:
The electronic device history record (edhr) review confirms that the device met all material, assembly and performance specifications. During visual inspection, a detached target coil was still inside the microcatheter shaft and the microcatheter shaft was found damaged near the distal tip. During functional testing, the detached coil was pushed out from the microcatheter using a mandrel. The microcatheter ptfe (polytetrafluoroethylene) inner lining came out from the distal tip of the catheter along with the coil. In case of this complaint, the detached target coil found inside the microcatheter possibly caused the peeling of the ptfe inner lining. This complaint appears to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the direction for use (dfu), but performance was limited due to procedural factors during use; therefore, an assignable cause of procedural factors was assigned to the as analyzed issue catheter ptfe inner lining peeling.

Event description:
Analysis of the returned device found that the catheter ptfe (polytetrafluoroethylene) inner lining peeling. There were no clinical consequences to the patient reported as a result of this event.